Event description:
Bur came out of handpiece and lodged in pt's throat.

Manufacturer narrative:
Pt was sent to emergency and bur was removed with no problems. No medication was given and pt was released the same day. Eval of device found that the bearings were worn and gritty, there was damage to the back end cap, and medium debris was present. Maintenance issues were discussed. Handpiece was replaced.